Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to the patient's pre-existing anatomy there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a large prolapsed posterior leaflet for a mitraclip procedure. The first clip was deployed and a remaining jet was observed. The second clip was deployed, reducing the mr grade to 1. Five minutes post-implant a single leaflet device attachment (slda) was observed with the second clip. The clip was detached from the posterior leaflet and remained attached on the anterior leaflet. The final mr grade was 2-3. Per the physician the slda was due to the patient's pre-existing anatomy.